Manufacturer narrative:
Device evaluation: no mz1000 china sample was returned for investigation. The customer reported that the affected sample was from lot 25035127 and "the hospital reported one instance of joint cracking and fluid leakage during use." Additional follow-ups noted that " it had been in use for two days, with the issue discovered during infusion on the third day" and it was used with "antineoplastic agent, aidasin" when connected to a "jierui single-use infusion set". As part of the investigation, the customer provided a photograph of the affected sample. Analysis of the photograph confirmed the customer's experience where a crack could be seen at the female luer adaptor of the maxzero. The details of this feedback were forwarded to the manufacturing site for investigation. Previous investigations have been unable to determine a potential root cause for the customer's experience; no obvious manufacturing defects or potential manufacturing contributors were identified which may have resulted in the observed damage. A review of the production records for lot 25035127 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although a definitive root cause could not be determined in this instance, previous investigations have confirmed similar damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. A review of the customer feedback database indicates that reports of this nature against products in the maxzero product family are rare and have been occurring at a low frequency within the last 12 months.

Event description:
It was reported that the bd maxzero needleless connector was cracked. The following information was provided by the initial reporter, translated from chinese to english: the hospital reported that the connector cracked and leaked during use. The quantity is 1. Additional information received from the customer: please confirm how long the damaged product had been in use prior to the breakage/leaking occurring? That is: minutes, hours, or days? It had been in use for two days, with the issue discovered during infusion on the third day. Please confirm what type of fluid was being administered when the incident occurred? Antineoplastic agent, aidas in please provide detailed information about the product connected to the mz1000 china device, including: product type (e.g., syringe or infusion set), brand/manufacturer, model, batch number, etc. Jierui single-use infusion set.